Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/18/2018 that on (B)(6) 2017 the patient experienced a potential reportable event. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter functional tester: passed all relevant testing. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.